Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not working. Customer¿s blood glucose was 321 mg/dl at the time of incident. The customer was advised to treat per healthcare professional's instructions. The insulin pump will not return for the analysis.